Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient noted that the ok keypad button was peeling and was unable to confirm if this had occurred before the tactile issues. The patient denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a moist towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.